Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain and lack of mobility. Additional information provided in operative reports and in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. Further, patient was revised on (B)(6) 2011 due to patient allegations of pain and lack of mobility. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01749-1 / 02435).